Manufacturer narrative:
(B)(4). Date sent 9/18/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Did the device cut at all? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that a patient had an occurrence using the stapler in small bowel resection, opened in the middle of the staple line, and patient need to be re-operated.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2025. Additional information was requested and the following responses were received: what were the indications for surgery? ¿incisional abdominal hernia.¿ what surgical procedure was performed? ¿abdominal incisional herniorrhaphy requiring bowel resection and primary anastomosis.¿ what anatomical structures was the device fired on? ¿for the ileal latero-lateral anastomosis¿ were other stapling or suturing devices used when creating the anastomosis? ¿no¿ what device was used to create the common channel? ¿tlc stapler¿ what was used to close the common opening? ¿manual suturing with pds 3-0¿ were there any issues experienced with the device in the initial surgical procedure? ¿no¿ was the device difficult to fire? ¿no¿ how were the post-operative issues identified? ¿in the 5th post-op day, the patient had exteriorization of enteric contents through the abdominal incision (fistula). A CT scan was performed showing the fistula in the middle of the stapling line.¿ did the device cut at all? ¿yes¿ were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. ¿during the reoperation, the only defect was in the middle of the stapling line. The angle that was hand sutured was normal, showing a clear failure of the stapler. The patient needed ICU care and 10 more days in hospital until discharge¿